Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a l4-5 laminotomy, microdiskectomy, decompression, facetectomy, foraminotomies and posterior lumbar fusion with bmp to treat a herniated disc, degenerative disc disease and spinal stenosis at l4-5. Two cages were packed with bmp and placed in the disc space along with an additional bmp sponge. It is alleged that the patient suffered an unknown injury. No additional information was reported.